Event description:
It was reported that device shows damaged pixels on the screen and after a few minutes it shuts down and will not turn on again.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: cables connectors digital board power supply filter / fuse ac inlet board main board transition board intermittence between transition board and ch connector fan / insufficient cooling software camera head (sensor, sensor cable) coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp) extension cable intermittence while using rf devices (ex: valleylab) problem toggling light source from camera head connected monitors leaking use error in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that device shows damaged pixels on the screen and after a few minutes it shuts down and will not turn on again.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.